Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the pt and was still unable to obtain an ECG signal. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation hs not received the device for evaluation and this complaint is still under investigation.